Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 380 mg/dl. Prior to the event, the customer felt ill at home, and was taken to urgent care. The customer was showing signs of diabetic ketoacidosis, like fruity breath. The mother had no further info regarding the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.